Event description:
It was reported that the patient presented in-hospital after receiving multiple inappropriate hv therapies. Noise was observed on the lead. Noise was reproducible with arm movements. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.